Manufacturer narrative:
Due to character limit:e1(event site name) (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse during inspection that cs100 intra aortic balloon pump (iabp) automatically inflates upon startup, triggering an alarm. No patients were involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4(model), g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. Corrected fields: d5, e1(initial reporter, event site email), e2, e3, e4, g2. The fse evaluated the unit. Fault 57 autofill failure was found in the fault logs. The customer was notified that a purchase order po is required to proceed with device evaluation repair. As of 23 jun 2026 no response or po approval has been received from the customer. Due to the lack of customer authorization the complaint will be investigated with all provided information. Should the customer provide po approval at a later date the complaint will be reopened and further evaluated as appropriate.